Manufacturer narrative:
The hospital reported that, when the higher than expected agent output was noted during the case, the clinician swapped out the vaporizer cassette. Following the case, the hospital biomed performed a checkout and found the equipment to function within specifications; the reported complaint could not be duplicated. The biomed noted that the screw cap on the outflow check valve was loose. The cap was tightened and the evap was replaced.

Event description:
The hospital reported that, during a case, agent output was higher than expected. The clinician reportedly switched the patient to intravenous anesthetic. There was no reported patient injury.